Event description:
The reporter stated an aq cartridge-fp cartridge pouch was opened and it was noted there was moisture in the pouch and the cartridge was wet. The prod was not used and there was no pt contact.

Manufacturer narrative:
Eval codes: method (other): cartridge lot number search. A cartridge lot number search was performed and no similar complaint was found.